Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the slide switch was damaged and the scope was not recognized because a large load deviating from the service conditions (for example, a hard one accidentally collided) was instantaneously applied from the outside. The effect by the wear of the slide switch has also been considered. Handling of the device is identified in the instruction manual, with the following verbiage, which may have prevented the phenomenon: "never apply excessive force to connectors. This could damage the connectors".

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting . The customer confirmed that the 190 series scope was connected properly. The customer confirmed that all 190 scopes operated properly on other like carts at the location. Tac advised the customer not to hot swap scopes, power off the cart and install/remove scope. It was verified that the endoscope connector on the front of the light source was free of debris. Also, verified the maj-1933 and maj-1941 (brightness, white balance, nbi) communication cables were reset. The customer attempted to try the scope again and was unsuccessful in receiving an image. An internal buffer full error was displayed on the monitor. Tac advised the customer to view images on processor and the images were greyed out. It was confirmed the buffer images were already deleted. Tac recommended a factory reset; however, the customer declined. The device was returned for evaluation. The customer¿ complaint was confirmed. The scope¿s socket was found faulty and not able to read the test 190 series scope. In addition, the unit¿s front panel was noted to be cracked and the lamp exceeded 500hours. The cause of the socket failure cannot be determine at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center reported during an unspecified procedure, when the 190 series scopes was connected and no image was observed on the display. The customer reported only color bars and patient data were observed. No error codes present. It is unknown if the intended procedure was completed. There was no patient injury reported.